Event description:
During independent double check of continuously infusing drips at the change of shift, I was tracing the medications from the pumps, down the tubing and to the patient's central line. The high flow med tubing connected to the midazolam pump was wet to the touch. The night shift rn examined the tubing with a flashlight and found a small crack in the tubing. These lines had been changed, and it is unclear when the crack occurred in the 5 hours since the line's had been hung. Crack in tubing causing some medication to leak out of tubing. Broken tubing given to msicu clinical coordinator, sequestered.